Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was received: the patient underwent rectocele repair, enterocele repair, lysis of adhesions and cystoscopy on (B)(6) 2007 during which three sutures of 0 ethibond were placed starting just below the level of the ischial spine and then going lateral and inferior towards the introitus. It was reported that patient experienced right perirectal abscess with pain. The patient underwent drainage and debridement of right buttock abscess and right sigmoidoscopy on (B)(6) 2018 during which the surgeon noted ¿he found a large abscess cavity and in the process of debriding and irrigating, an ethibond stitch came out. This would suggest that the abscess cavity may just be a stitch abscess and is related to her prior gynecological procedure.¿ related medwatch reports: 2210968-2019-79161, 2210968-2022-02101, 2210968-2022-02102.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced an unknown complication with treatment. No additional information was provided.